Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the right atrial (ra) lead was capped.

Event description:
Additional information was received that the right atrial (ra) lead was replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, a low pacing impedance and episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.